Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the damage occurred during use, no fragments fell or came out. No action was necessary as no fragments fell off. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal port was analyzed and found the primary failure of workmanship issue to be related to the customer reported complaint. The seal port was found to be missing the black silicone op-ring from around the parameter of the seal. There was no damage found near the site. An additional observation not reported by site is that the seal was found to have a tear on the blue rubber duckbill. The torn piece was missing and was not returned with the seal. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the seal port came from the factory missing the black seal. The procedure was completed with no reported injury.